Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2017 additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 19511535.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg and lead explant procedure. The explanted devices were not returned.